Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of over 400 mg/dl. Customer was not feeling well and gave a correction through bolus wizard, two hours later the blood glucose even got higher. The customer declined troubleshooting for high blood glucose. Customer also reported the insulin pump had damage at the reservoir compartment. The customer was advised that the insulin pump will need to be replaced and revert to back-up plan. The device will be returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. The insulin pump was received with cracked display window, cracked case at display window corners, cracked battery tube threads and partially broken off reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.